Event description:
It was reported that locator abutment fractured at the threads of the abutment. Doctor tried to remove the fractured portion but it was not possible. Implant was removed and a new implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. The fractured locator screw is a 3rd party device and the manufacturer is responsible for the regulatory reporting/product investigation.therefore no additional reports would be submitted under this MFR-0001038806-2023-00091.

Event description:
No further event information is available at the time of this report.